Event description:
It is reported that the pt was revised for an unk reason. During the revision surgery, a large effusion was found and corrosion at the base of the femoral taper was found. No corrosion or any visible defects were found on the body of the femoral component.

Manufacturer narrative:
This report will be amended when our investigation is complete.